Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. The 98% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 14mm. Direct stenting was not attempted. A 3.50x16mm liberte stent was implanted. A fresh thrombus was discovered and treated by thrombectomy. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged four days after the index procedure without angina or silent ischemia. The discharge medications were asa 100mg/per day, for 6 months and clopidogrel 75 mg/day for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.